Manufacturer narrative:
An event regarding a crack/fracture issue involving a centralizer for a exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device & operative reports are needed to complete the investigation for determining root cause. If further information becomes available this investigation will be re-opened.

Event description:
The customer reported that the centralizer on the exeter stem is broken.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the centralizer on the exeter stem is broken.